Event description:
The manufacturer received information alleging a ventilator will not power on. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing up a lot, mucus and headaches, dizziness, lung damage, strange odour that the device smells "dirty". Patient wakes up in the middle of the night because of the smell, air pressure changes inconsistently, goes to a 10 to a 25 in which the patient cannot breathe. Wakes up the patient in the middle of the night, device will not turn on/device not functioning, nasal/throat irritation or soreness. Related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Section h6 health effect- clinical codes were missed to capture, which were updated in this report.